Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible, as the lot code required was unavailable. Although unavailable for eval, it would be unreasonable to expect poly material wear after approximately 15 years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since may of 2001. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address poly wear and osteolysis.